Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed info. The user facility reported that the stone could be finally crushed by mechanical lithotripter bml-110a-1. The device referenced in this report was not returned to omsc for evaluation. The evaluation confirmed that the control pipe of the subject device broken and the basket deformed. There were no abnormalities related to the phenomenon in the manufacturing record during the period in which the subject device was supposed to be manufactured. Based on the previous investigation the cause of the user's experience was determined to be due to the biliary stone being excessively hard. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio- pancreatography (ercp) for a biliary stone lithotripsy, the device was successfully placed over the stone, however, the device could not crushed the stone because the control pipe of the subject device broken the user facility reportedly tried to crush the stone with a non-olympus lithotripsy basket, however, the non-olympus basket could not crush the stone. Finally the facility reportedly could crush the stone with uncertain method and could retrieve the device from the pt and complete the procedure. It was reported that there was no injury in the patient.